Event description:
Subsequent to the initial medwatch report, additional information received stated that pre-dilatation also included use of a 2.5x15mm trek. After the 2.5x28mm device failed to cross, additional pre-dilatations were performed again before attempting to advance the xience xpeditions. Dual anti-platelet therapy is recommended for 12 months, aspirin long term. No additional information was provided.

Event description:
It was reported that the patient presented with stable angina. The procedure was to treat a de novo lesion located in the left anterior descending (lad) artery with diffuse disease, mild tortuosity, mild calcification and 80% stenosis. Pre-dilatation was performed with a non-abbott balloon 2.0x10 with residual stenosis less than 40%. A 2.5x28mm implant was advanced; however, could not cross at the proximal lad. A xience xpedition 2.5x48mm was attempted which also could not cross. Another xience xpedition 2.5x48mm was advanced but could only advance up to the proximal lad so it was decided to deploy the stent in the proximal lad to mid lad. A non-compliant 3.0x15mm balloon was used for post-dilatation. Later, it was noticed there was an increase of bleeding from the y connector. Optical coherence tomography (oct) and quantitative coronary angiography (qca) was used to measure the lesion stenosis/lumen diameter pre and post stent deployment. The patient was ok when sent to the recovery bay. The patient was placed on dual anti-platelet therapy consisting of aspirin and clopidogrel. Once at the recovery bay, the patient suddenly became hypotensive and drowsy. The patient was brought back to the angio suite to try and revive. Acute stent thrombosis was suspected so a thrombuster was used to remove clots; however, they were unable to revive the patient and the patient died. Thrombosis was confirmed under angiography. The reported cause of death was acute stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of fatigue, hypotension, thrombosis, and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Patient birthdate added, which corrects the age from 65 to 64 yrs. Patient weight (B)(6)- correction. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the following: the clot noted within the left anterior descending (lad) artery upon return to the coronary catheterization lab was confirmed. It appears based on the available images reviewed that no iibiiia inhibitors or angiomax were utilized during this intervention which may have been a contributing factor and potentially the primary reason for the formation of the clot. The patients death may be related to the complete blockage of the lad.